Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's right hip was revised. As reported by rep: "this patient had a constrained liner cemented in . The patient moved incorrectly and actually dislocated the bipolar component from the constrained liner. We removed the constrained liner and cemented in a new one with a multihole cup."